Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted transanal total mesorectal excision surgical procedure, the surgeon tried to apply energy, but the fenestrated bipolar forceps instrument did not apply. They took out the instrument and saw a cut cable at the wrist site of the instrument. A back up instrument was used to continue the case normally. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the color of the broken cable was black. The cable was loose but did not apply energy. Wire was not exposed due to damaged insulation and there were no signs of thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the procedure.